Event description:
New information revealed that the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving a vibratory alert. Interrogation revealed an episode of high, out of range high voltage impedance on the right ventricular lead. A lead replacement was scheduled. The patient was stable.

Event description:
New information revealed an allegation of total capture loss against the right ventricular lead.